Event description:
It was reported that the lead exhibited decreased impedance and loss of capture. Insulation failure was suspected. When the lead was capped and replaced, no damage was seen either by x-ray or by visual inspection.

Manufacturer narrative:
No medwatch form was received.